Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump was protruding through the skin on (B)(6) 2021. It was noted there were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was evaluated by the hcp and scheduled for pocket revision/pump replacement on (B)(6) 2021. It was noted the issue was not resolved.